Manufacturer narrative:
(B)(4). Batch # n54m2v. The analysis found that one pve35a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic pneumonectomy, only one line was stapled when the device was fired on the tongue district branch a4 & 5 of the left lung at the first firing. Central bleeding was found in accordance with the beat, and the bleeding was stopped with taco-seal. Taco-seal was treated twice until hemostasis was confirmed. The cartridge was white. Another device was used to complete the case. There were no adverse consequences to the patient.